Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on 12/17/2015 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2015. Patient was advised to reset the receiver and wait 15 minutes. At the time of contact, no injury or medical intervention was reported.